Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed a white foreign material came out of the device. Investigations into the white material confirmed the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and like products. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the foreign material was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the jet-tube had foreign objects]. There was no patient involvement.